Manufacturer narrative:
The account found a stuck button on power control board. The account removed the power control board and freed the button to resolve the issue.

Event description:
The account alleged the head of the bed is raising by itself. No pt impact.